Event description:
It was reported that the patient received a vibratory alert for low impedance. The patient was brought to the clinic on 8/1/14; the atrial lead exhibited low impedance and loss of capture. During lead revision, loss of sensing was also noted. The lead was explanted and replaced on 8/6/14.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.